Event description:
A report was received regarding a synthes proplan craniomaxillofacial case report with surgeon approval request for revision mandibular reconstruction surgery and removal of a broken mandible plate. Images included with the proplan cmf surgical plan show the broken plate and 3-d models for the mandible reconstruction with fibula graft. Revision date is pending. It was unknown at the time of this report if the plate was synthes product. This is report 1 of 1 for complaint 53998. This report is for an unknown plate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Patient case report number (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.